Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to the electrode array being determined to be extra-cochlear. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).